Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, patient weight and complete event information were not requested due to patient declining to provide further information.

Event description:
Related manufacturer reference number: 1627487-2020-03799. It was reported that the leads migrated. As a result, surgical intervention occurred during which the leads were explanted. The date of explant is unknown.